Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that 3 times now their controller has shown a message that the battery was low and to call in for a new battery. Patient stated that the message first came up probably 2 weeks ago and then came up yesterday again. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through removing the li battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the li battery pack and confirmed green light was blinking on the controller. Agent instructed patient to start a charge session; patient entered passive recharge mode and saw 98-98-98. Then the numbers changed to 98-100-100. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient called back stating they received the replacement recharger on friday; however, since then their controller and implant battery levels have not decreased from 100%. Patient noted they tried to press the stim on/off button a couple of times, but this did not resolve. Patient confirmed therapy was on and in group b. Patient accessed batteries screen and reported controller was at 90% and implant at 100%. Patient reported they charged the implant last night, but did not charge the controller. Agent asked if patient had changed therapy groups recently and patient was unsure, but stated they think they are normally on group a. Agent had patient change to therapy group a and reviewed implant charge depletion rates are based on therapy settings and usage. Agent advised patient to monitor battery levels over the next 24 hours and call back if the issue persists. Patient called back in stating that the stimulation was turning off by it self. Patient mentioned their implantable neurostimulator (ins) was 100% and the controller at 80% but when they turned it on later it will turned off by itself. Agent sent a request to repair to replace the controller.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that they received new controller on 23rd july but had same problem. In morning they got "battery low recharge implanted device soon". Patient said that they always plug in the controller for charge overnight and next day they get battery low recharge soon message. Then on 8th august they could not charge both top and bottom stay at 100%. Then on 12th august they got message cannot provide your desired intensity settings, settings not available. Then he kept pressing ok and it charges fine. Patient also mentioned it took over 1.5 hours to charge. On 14th august it worked gotbattery low message then they unplugged and it charged.